Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button anomaly. The blood glucose value was unknown. Customer stated that the buttons were sticking. Customer also stated that he insulin pump had a failed battery alarm and no delivery alarm. The product will not return for the analysis.